Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for unrelated medical conditions. During hospitalization the patient manifested abdominal pain. On an unreported date, the patient¿s pd catheter was removed and during the procedure the surgeon noted purulent material in the abdominal cavity (manifestation of peritonitis). During the procedure, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. Treatment details of the event were not reported. On an unreported date, the patient was switched to hemodialysis. Nineteen days after admission, the patient was discharged from the hospital and the patient recovered that same day. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.